Event description:
It was reported that threads on the impactor are bent. There was no known impact or consequences to the patient. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Visual examination of the returned product identified strike plate shows indentations from previous uses. Nicks, gouges, and scratches were noted to the device. Threaded tip shows thread form damage, stripped threads, deformation, and material of leading thread missing. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, damaged device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.